Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00703 & 00704).

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. It was further reported patient underwent a revision procedure on (B)(6) 2003 for unknown reasons. Subsequently, patient underwent a revision procedure on (B)(6) 2006 for hardware removal. It was further reported patient underwent a revision procedure on (B)(6) 2009 due to dislocation and loosening of the femoral stem.